Event description:
The initial reporter stated that the pump stopped working during infusion. They stated that the patient had been connected to the pump for two hours "but nothing happened". Mmdg followed up with the initial reporter but no additional information about the complaint was provided. They did report that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was not completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.